Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had various bleedings not at the puncture site for which heparin in the purge solution was reduced. The procedure was completed and patient was successfully weaned.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.